Manufacturer narrative:
Lot number - 18g018, 18k023, 18k041, 18m017, 18m043, 18n003, 18n004, 18n022, 19a001. Eleven (11) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of both devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. Photographs of three samples were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photographs. A batch review was conducted for lots 18g018, 18k023, 18k041, 18m017, 18m043, 18n003, and 18n022 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 27 </noe> malfunction events. It was reported that twenty-seven large volume infusors had flow issues during infusion. Twenty-one devices underinfused, and six devices overinfused. The events involved patients with no patient consequences. Nine of the underinfusions involved the same pediatric patient. No additional information is available.

Manufacturer narrative:
Correction/additional information provided in event. Describe event or problem: this report summarizes <noe> 28 </noe> malfunction events. It was reported that twenty-eight (previously reported as twenty-seven) large volume infusors had flow issues during infusion. Twenty-two (previously reported as twenty-one) devices underinfused, and six devices overinfused. The events involved patients with no patient consequences. Nine of the underinfusions involved the same pediatric patient. No additional information is available. Additional manufacturer narrative: a total of twelve (12) (previously reported as eleven) single-use samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all twelve devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted for lot 18n004 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three additional single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. One additional photograph was received for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted for lot 19a001 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.